Event description:
I continue to experience complications since my last tmj implant surgery in the summer of 2013. I have good jaw function and the pain has decreased, however for the past several months I've endured extreme body fatigue and low-grade that last a week at a time.